Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a hematoma evacuation procedure the implantable pulse generator (ipg) exhibited poor sensing and failure to capture. The physician removed "gunk" from the ipg and leads but the sensing and pacing issues were not resolved. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.